Manufacturer narrative:
Device used for off label indication. The indication device used for was dystonia. Product ID: 3389s-40 lot# va04wgd, implanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient developed an infection at the pocket site and the device was removed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the explant occurred around (B)(6) 2013. It was noted that the exact date was unknown. Additional information has been requested but was not available as of the date of this report.